Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 1.20 mm x 12 mm emerge¿ push balloon catheter was selected for dilation. However, during introduction, it was noted that the tip of the balloon catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was tip damage. The tip was not detached from the catheter. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 1.20mm x 12mm emerge¿ push balloon catheter was selected for dilation. However, during introduction, it was noted that the tip of the balloon catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.